Event description:
Pt experienced a respiratory arrest requiring intubation and manual assist of respirations with a disposable bag resuscitator. After it became more difficult to resuscitate the pt with the bag, it was discovered that a valve on the equipment had failed/and or malfunctioned, blocking the flow of oxygen.